Event description:
It was reported that during an unk procedure, the device would not work. No add'l info is available. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/12/2008. Eval summary - the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.